Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula came out of skin on (B)(6) 2024. The event occurred after 3 hours of insertion and the insertion site was at arm. The set was in use for one day. The patient resolved the event by replacing infusion set and resumed insulin deliveries successfully. No further information available.